Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was pre-dilated with an unspecified 3.5 x 10 mm non-compliant balloon, at which time a dissection was observed. The planned 3.5 x 18 mm absorb gt1 scaffold was deployed and post-dilated, but the dissection was still visible. Optical coherence tomography (oct) showed a short, 2.5 mm dissection close to the implanted scaffold. The patient was treated with medication. The physicians were not sure if the dissection was from the pre-dilatation balloon or if it worsened during the deployment or post-dilatation of the scaffold. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information: the patient is doing well. No additional information was provided.